Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens did not unfold. The lens was exchanged to complete the case with no patient impact.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Additional observations were as follows: the device is returned loose in the carton. The lens stop and the plunger stop has been removed. The correct nozzle confirmed on the device. Viscoelastic is observed in the device. The plunger and the lens are advanced into the nozzle entry. The plunger is at the trailing optic edge. The leading haptic is folded onto the optic. The trailing haptic is folded along side the trailing optic edge and the haptic tip is bent backwards facing the lens bay. We are unable to determine the root cause for the reported complaint "implant did not unfold". Trailing haptic was observed misfolded. The manufacturer internal reference number is: (B)(4).